Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant additional information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Additionally, vasospasm (coronary artery spasm) is listed in the promus everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report filing, additional information was received stating that the serious injury reported is referring to the vasospasm treated with nitroglycerin and no other patient effects were reported.

Event description:
It was reported that the patient had a 3.5 x 18 mm promus stent implanted into the mid right coronary artery (rca). After the stent was implanted, a vasospasm at the distal edge of the stent was visible. Nitroglycerin was administered. In addition, a serious injury was reported and its relationship to the promus stent was not clarified. It was further reported that the patient died on (B)(6) 2013 due to pancreatic cancer, no relationship to the promus stent. No additional information was provided.